Event description:
After injecting vaccine into infant, the button, needle, and spring shot out of the back of the barrel. The spring grazed the cheek of the employee resulting in no injury. The button, needle, spring, and syringe were recovered. The plunger was not recovered. This same incident occurred with a syringe from the same lot but a different size on (B)(6) 2013, reported on (B)(6) 2013 to medwatch. (B)(4).